Manufacturer narrative:
Consumer admits to laying on the heating pad, which is abuse of the product and a violation of the instructions and warning provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently", and consumer failed to perform that instruction.

Event description:
Consumer claims she was leaning against a heating pad for her back pain. She alleges that the auto-off did not work and she sustained burns to her back.